Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was an out-of-box failure with the probe. No patient harm reported. Upon additional communication, it was determined that the probe failed to produce sound or visual feedback during a procedure; and a new unit was used in order to complete the procedure. Dp-sdp001 swartz probe (B)(4).